Event description:
It was reported to philips that system was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure. The procedure was aborted and postponed. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to perform exposure. The philips field service engineer (fse) visited the system onsite and upon functional testing, the fse checked the logs and found that there was a message of low oil flow in lateral arc. To resolve the issue, the fse adjusted the oil levels in lateral arc generator, adjusted the moles connectors and cables were adjusted with physical ground in the generator. After adjustments, the fse checked all connections in xsc (x-ray segment controller) and physical earth in cabinet. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.